Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and similar incident review of the reported lot could not be conducted because the lot number was not provided. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during advancement resistance was met with the guiding catheter and the heavily calcified anatomy resulting in the reported difficult to advance and failure to advance. Interaction/manipulation of the device ultimately resulted in the reported tip separation. There is no indication of a product quality issue with respect to manufacture, design or labeling. Date of event: estimated date of event- (B)(6) 2023.

Event description:
It was reported that the procedure was to treat a heavily calcified posterior tibial artery. The hi-torque 18 command guide wire was advanced; however, resistance was noted with the unspecified guide catheter and the tip separated in the guiding catheter. The tip was removed with the guiding catheter. Another unspecified device was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay. No additional information was provided.